Manufacturer narrative:
Four photos were included for evaluation. One device sample was received in used condition, in a plastic bag. During visual inspection no damage or other defects were detected on the sample. A functional inflation test was performed, and it was identified that the air remained only in the pilot balloon, the cuff failed to inflate. To verify the location of the occlusion, a cut was made in the inflation line and the inflation line was found to be occluded. The complaint was confirmed. The cause of the occlusion was not known. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was not inflated during the pre-use inspection. The operator of the device was a health professional and the event occurred in the hospital. This occurred during priming. There was no patient involvement and no patient harm/adverse event reported.